Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. Another mesh was used during a procedure on (B)(6) 2011. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, bleeding, urinary problems, recurrence, dyspareunia, vaginal scarring, organ perforation (bladder) and other. It was reported that the patient underwent the following procedures: on (B)(6) 2011, the patient underwent mesh explants due to mesh erosion. On (B)(6) 2012 and (B)(6) 2012 the patient underwent mesh explants due to mesh erosion. On (B)(6) 2012, the patient underwent mesh explant due to mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012 (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05797. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that in (B)(6) 2011 mesh was removed. The patient underwent a cystoscopy on (B)(6) 2012 due to bladder injury. It was reported that on (B)(6) 2012 the patient underwent excision of eroded mesh, cystoscopy and removal of bladder foreign body. The patient underwent a cystoscopy and endoscopic excision of eroded mesh and fulguration of bleeders on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy due to dyspareunia and dysmenorrhea.

Manufacturer narrative:
Date sent to FDA: 5/17/2016. It was reported that following insertion the patient experienced hematuria. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/18/2016. It was reported that following insertion the patient experienced lump or bulge in vagina, difficult intercourse, painful intercourse, urinary incontinence, and vaginal pressure.

Event description:
It was reported that following insertion the patient experienced lump or bulge in vagina, difficult intercourse, painful intercourse, urinary incontinence, and vaginal pressure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). Additional narrative: it was reported that following insertion the patient experienced rectocele, enterocele, urinary frequency, urgency, and urethral hypermobility. It was reported that patient underwent complete removal of mesh by dr. (B)(6) on (B)(6) 2015.